Manufacturer narrative:
Upon visual inspection of flexcath advance sheath 4fc12 / 66127-88 results showed the stopcock distal end luer was completely detached from the side port tube proximal end. In conclusion, the reported stopcock detached issue has been confirmed through visual inspection. The sheath failed the return product inspection due to stopcock detachment from the sideport tube.

Event description:
The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during a cryoablation procedure, the stop cock detached from the sheath. The stopcock was reattached and flushed again. The stopcock disconnected for a second time and the sheath was replaced. No further issues were noted. The procedure outcome is unknown at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.